Manufacturer narrative:
Product analysis: the valve remains implanted and the delivery catheter system (dcs) was discarded by the customer; therefore, no product analysis can be performed. Conclusion: without return of the products, no definitive conclusions could be drawn regarding the clinical observation. The main component of the system. Another relevant device is: product ID: [evolutpro-29-us] serial/lot [(B)(4)] use by date [09/05/2019] UDI [(B)(4)]. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the delivery catheter system (dcs) was pulled back during deployment, prior to the tabs fully releasing the valve. Subsequently, the valve dislodged into the sinus of valsalva (sov). A snare was used to reposition the valve in the abdominal aorta. A second valve was successfully implanted. No adverse patient effects were reported.